Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a customer from USA: "3 sapphire power cords came apart while the plug was removed from the wall and the pump. Delay in therapy: no. Need for medical intervention: no. "